Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received an error message on (B)(6) 2017 denoting the ipg needs replaced. The patient underwent surgical intervention on (B)(6) 2017 where the surgeon attempted to remove and replace the ipg, however during the surgery the lead was unintentionally cut thus there was no intervention performed on the ipg. Postoperatively, the ipg was determined to be non-functional (reference MFR. Report: 1627487-2017-05431).surgical intervention may be pending to address this issue.